Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised (B)(4). This 3500a document is a result of the reassessment. Complaint confirmed. Three ar-9225c sets (no batch info present) were received for investigation. Visual inspection identified scuff markings across the outer coating of the sets that were consistent with wear and tear damage, as well as peeling of the coating within the trays. The most likely cause is the result of repeated cleaning cycles, and it is unknown how many cleaning cycles the trays have been subjected to.

Event description:
It was reported that the following sets are chipped and need to be replaced: ar-9217c, ar-9400c4, ar-9225c, ar-9226abc, ar-9226ubc, ar-9226cc, ar-9501-hc2, ar-9501-hc1, ar-9615c-1, and ar-9615c-2.